Event description:
It was reported the pt had experienced an intermittent sharp throbbing in his right abdomen. The physician referred the pt to another physician for f/u. It was reported the implanting physician felt the issue was not related to the stimulation. Attempts to determine the outcome of the referral were unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.